Event description:
Philips received a complaint on earlyvue vs30 vitals monitor indicating that the blood pressure is not reading correctly; nibp readings are not accurate and sometimes do not provide a reading at all. The device was not in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. Testing included the following activities: powered the unit on and it booted up with normal display graphics. Options spo2-p, temp-p and wireless are shown installed. Performed self-test and it passed. Performed nbp test with cuff connected several times and the nbp measurements displayed are not accurate readings. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause was a defective nbp assembly. The issue was resolved by replacing the nbp assembly and the product is back in service.